Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 300 to 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with food. The customer did not troubleshoot and did not send the product back for analysis.